Event description:
It was reported that in (B)(6)2012, the patient had a revision. The reporter indicated that "something was moved" but was not quite sure. However, the implantable neurostimulator (ins) was implanted in the right buttock area and stimulation was on the "wrong" side. The following day it was further reported that the patient's ins was replaced 8 months prior to the report. Ten days after the last report, it was reported that the patient was not compliant with recharging her original battery and that was why it was replaced. The reporter indicated that the patient never reported that the ins wasn't working, just that she wasn't able to keep it charged. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; patient product ID 3708220, serial # (B)(4), product type extension, product ID 3487a-56, lot # v829963, product type lead; product ID 3487a-56, lot # v829963, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that according to the (B)(6) 2012 notes from patient's healthcare professional (hcp), "the battery was just repositioned." At some point the patient was getting stimulation in her back to cover her pain but was not getting leg relief. The patient wanted the system removed but her hcp was refusing to do so because the unit was functioning.

Manufacturer narrative:
(B)(4).